Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The same day, the patient began treatment with intraperitoneal (ip) injection of fortum 1gm/day and ip injection vancomycin 1gm/every 5th. Both antibiotics were ongoing. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. At the time of this report the outcome of this peritonitis event was unknown. No additional information is available. This is report 3 of 3 involved in this peritonitis event.